Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation but is expected. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. E1/establishment name: (B)(6) hospital.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to d9. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The component analysis of the foreign material detected a component which resembled a hose which was installed in the reprocessor. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, after cleaning the evis lucera elite gastrointestinal videoscope foreign matter was found. The customer stated that it was determined that there was not a problem with cleaning and disinfection. The issue was found during reprocessing. There were no reports of patient harm.